Event description:
Reference number: (B)(4). Event occurred in finland. The nurse reported that on (B)(6) 2024, the patient was admitted to hospital due to low blood glucose levels which was 50mg/dl and patient had received drips and issue was resolved. The nurse also reported that the patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.